Event description:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay, but negative upon repeat on the same simplexa assay lot. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples with the simplexa covid-19 direct assay, but negative upon repeat on the same simplexa assay lot. Run analysis of the simplexa results showed 3 samples changing interpretation from positive to negative. The results are as follows: - sample ID (B)(6) 173: (B)(6) 2021@1328 = orf1ab only (CT = 34.8). Repeat (B)(6) 2021@1621: negative - sample ID (B)(6) 196: (B)(6) 2021@1662 = s gene (CT = 29.8), orf1ab (CT = 31.8), repeat (B)(6) 2021@1820: negative. - sample ID (B)(6) 61: (B)(6) 2021@0801 = s gene (CT = 36.1), orf1ab (CT = 35.2), repeat (B)(6) 2021@0949: negative. It appears that samples (B)(6) and (B)(6) were near the limit of detection based on the cts greater than 32 and with the (B)(6) sample only detecting the orf1ab target. The sample (B)(6) appeared to be valid on the initial run with the cts within the typical detection range. It was noted that only after switching disc lots, the customer no longer had issues with mol4150, lot# x12350n, so it is unlikely the assay caused the issue. The customer's device, suspected false positive samples, and discs were not provided for investigation. A separate investigation on the disc is ongoing. Batch record review showed the critical component, reaction mix mol4151, lot# x12361n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# x12350n for suspected false positive results. The customer has communicated the assay lot x12350n no longer had issues since they changed to a new lot of discs. The customer's discs were not returned for investigation. Assay issue not confirmed.